Event description:
It was reported that the stimulation was intermittent. It was noted that the ¿glitches¿ in stimulation started in (B)(6) 2013 which could not be explained. It was noted that the manufacturer representative said it was fine and it was working. Please refer to manufacturer report # 3004209178-2014-04783 for the patient¿s second system.

Manufacturer narrative:
Concomitant: product ID 37712, serial# (B)(4), implanted: 2009-(B)(6), product type implantable neurostimulator. Product ID 37752, serial# (B)(4), implanted: 2009-(B)(6), product type recharger, product ID 37743, serial# (B)(4), implanted: 2009-(B)(6), product type programmer, patient. Product ID 3987a, lot# lb8879, implanted: 2004-(B)(6), product type lead. Product ID 748925, serial# (B)(4), implanted: 2004-(B)(6), product type extension. Product ID 3987a, lot# lb8879, implanted: 2004-(B)(6), product type lead. Product ID 748925, serial# (B)(4), implanted: 2004-(B)(6), product type extension. (B)(4).